Event description:
It was reported that, "the lag screw step drill for the gamma nail was unable to pass through the gamma nail. It instead was reaming out the posterior aspect of the lag screw hole. After repeatedly trying unsuccessfully to pass the reamer, (step drill) we removed it from the patient. The step drill still would not pass through the targeter and the nail. We then tried a different nail with the same instrumentation and it worked fine."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.